Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device completed the priming sequence earlier than expected. The data presented a rotational sensor error. The device was reset and rerun. The rerun data presented no anomalies. The rotational sensor error prevented the needle from deploying by the end of the priming sequence. The cause of the rotational sensor error could not be determined. Contamination was observed on the commutator cap. It could not be conclusively determined if this caused the needle's failure to deploy. Serial no changed from (B)(6) to (B)(6). Unique identifier (UDI) # changed from (B)(4) to (B)(4).